Event description:
Related manufacturer reference number: 2017865-2023-22679. It was reported that the patient presented for a replacement procedure. It was noted that the left ventricular (lv) lead failed to be removed from the header of the pacemaker. The pacemaker and the lv lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
Implant date is not available. Further information was requested but not received.

Manufacturer narrative:
The reported event of failure to remove lead from header was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. The lead was able to be fully inserted and removed from the device with no restriction. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications.